Event description:
It was reported that the safestep has lock mechanism problem/complaint. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a difficult safety mechanism engagement is confirmed but the exact cause remains unknown. One 20 ga x 1 in safestep infusion set returned for evaluation. The safety mechanism was returned fully advanced over the needle bevel. Evidence of handling was noted on the foam pad. An angled bend was visible in the needle shaft. Microscopic observation of the needle bevel did not reveal any apparent deformation. The bend in the needle shaft was observed to be the likely contributing factor to a difficult safety mechanism activation over the needle bevel. Based on the condition of the returned sample, possible contributing factors to the deformation of the needle shaft include damage during handling or storage. Since the bend present on the needle was found to be the likely cause to the difficult safety mechanism activation, the complaint is confirmed.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of asfvf043 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the safestep has lock mechanism problem/complaint. No other information was provided.